Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices and received an error code. The ipg was determined to be inoperable. The patient was unable to remember when the ipg was last recharged. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient is completing an analgesic injection series before surgical intervention is planned.